Event description:
It was reported via repair work order that the zoom disengages during use due to a pinched wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.